Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product. This was a non-surgical event.

Event description:
In 2007, the office mgr reported that during assembling of the kit to bring into surgery, the sales rep noticed that the screw had come apart. There was no pt contact.